Event description:
Information was received from consumers and a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 150 mcg/day) via an implanted pump. The patient reported having high residual volumes in his pump and having reduced efficacy of therapy. The patient's daughter, at bedside, stated that after his initial implant, he developed complications requiring an ICU (intensive care unit) stay. Per the revising physician, the patient had a dye study, but it was inconclusive. The patient was taken to surgery where the catheter was revised and the pump was replaced. During the procedure, the existing pump was removed from the pocket, and a kink was observed at one side of the collet. The physician revised the catheter by removing 32.5 cm from the existing catheter and then added a new proximal segment after removing 45 cm from the new catheter. The revised catheter was then connected to the new pump. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.